Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent a rhinoplasty procedure in (B)(6) 2014 and the suture was used. Approximately three months following the procedure, the patient developed an infection and was successfully treated with antibiotics. The patient then experienced redness and irritation in her nose. The patient underwent additional surgery in (B)(6) 2014 where the surgeon found a mass of undissolved suture and removed it. It was also reported that the patient underwent additional surgery in (B)(6) 2015 to correct the shape of her nose because it was misshapen due to the previous surgery in (B)(6) 2014. Approximately three months after last surgery the patient experienced another infection, which was also successfully treated using antibiotics. The patient is now experiencing additional redness and irritation and there is a bump on her nose showing that there is something in her nose causing the irritation. The patient is scheduled to undergo another procedure on (B)(6) 2016. Additional information has been requested.